Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was not adversely impacted. The customer continued to use the pump and resumed insulin therapy. Reportedly, the customer was using the same supplies for over 3 days on the mobi pump. Tandem customer technical support. Educated caller that cartridges should be changed every 72 hours.